Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with ceftazidime and cefazolin(doses, routes, frequencies and durations were not reported) for peritonitis. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow up.